Event description:
Healthcare provider reported "traces of silicone have been absorbed and have reached the armpit lymph nodes " device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified; red particles on the shell, red biological tissue, and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implants may have ruptured," "worry," and "anxiety."

Event description:
Patient reported "implants may have ruptured," "worry," and "anxiety." This record relates to right side. Device remains implanted.